Event description:
Family memeber heard an alarm. Upon entering the patient's room, family member found that the vent was off. The alarm heard was the alarm it makes when you turn it off. The patient was placed on backup ltv 1000. The total time from alarm sound to being placed on backup took about 35 to 45 seconds. When the family member completed the switch, the pt's sat level was at 82%. The vent was plugged into the wall with the ac power cord at the time of event. It had been plugged in for about 3 hours as of that time.